Event description:
The pt underwent ostial right coronary artery rotoblator and multi-link stent placement. The cardiologist attempted arteriotomy closure with a prostar xl 8 fr pvs device. Marketing and needle deployment were uneventful. In attempting to advance the two knots, the sutures were pulled out with knots and tissue attached. The pt was sent for surgical repair of the artery, surgery was successful and the pt did well. The pt's history was remarkable for a right femoral pseudoaneurysm following a similar procedure without pvs closure. The device was discarded by the hospital staff and was not available for eval. However, there was no indication from the field that the device malfunctioned in any way.